Event description:
It was reported that the patient was feeling stimulation more in her right leg than her left, which started a couple of days prior. The patient met with the manufacturer representative and they worked with the patient for an hour and couldn¿t get more stimulation in her left leg. The day after the report the patient was having an x-ray of her back. The patient turned stimulation on low but for over an hour the patient had not been able to turn stimulation off. The patient was feeling stimulation in her right leg and it had gotten worse since her appointment the day of the report. The patient synched with the implantable neurostimulator (ins) and was seeing stimulation off icon. The patient was still feeling stimulation in her right leg even though stimulation was off. It was reviewed how to decrease amplitude to 0.0 volts and turn stimulation on and then back off again. The patient felt no difference and was still feeling stimulation in the right leg. The patient was not on any oral pain medication except for advil. It was later reported that the details of the x-ray showed right lead migration. The cause of the event was not determined and unknown if it was device related. They were waiting for the revision to determine the cause. The revision of the leads was scheduled for (B)(6) 2015. For the patient, there was not any damage and were waiting on the lead revision for patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported urinary retention and wanted to know if that is a symptom or adverse event associated with the spinal cord stimulation (scs) therapy, she didn¿t experience this side effect until one week ago. The patient turned off the stimulation and the patient no longer experienced the side effect of retention. The patient wants the device explanted and was scheduled for explant on (B)(6) 2015. It was later reported that the patient went in for programming on (B)(6) 2015 and they couldn¿t get it in her lower back. The patient worked for four hours on (B)(6) 2015, shut the stimulation off at 12pm and could still feel stimulation in her right leg when she went to bed at 10pm. It was noted the patient didn¿t know how to confirm that the stimulation was turned off. During the report the patient synched with the ins, and she confirmed seeing the stimulation off icon. The patient was scheduled for explant on (B)(6) but ended up not having it explanted. The patient reported that the bladder retention resolved. The company representative reprogrammed the patient and at that time she reported good coverage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the device on at the time of the report but it was "more prevailing in the right leg and not their left leg." The patient was also not feeling stimulation in the lower back where she would like it to be. This had been happening for quite a few days. The patient had not had any falls of traumas. The patient would contact the managing healthcare provider (hcp) for additional assistance with programming.

Event description:
Additional information received reported the patient had their revision surgery on (B)(6) 2015 to "re-hook" a lead that had become "unhooked". On the day of the call the patient was feeling stimulation in their legs but not their low back. They did not know which programs covered the different areas in their body. While on the phone the patient was walked through using the patient programmer and was then able to feel stimulation in their low back.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not able to adjust stimulation. It was reviewed the lower limit was reached and the action resolved the issue. The patient went the day of the report to have it reprogrammed because it was more prevalent in the right leg than the left. The patient left the office and shut it off, and since then it felt like a mild stimulation in their leg like it wouldn¿t go off. The patient was walked through how to check the implantable neurostimulator (ins) status, and it was determined the stimulation wasn¿t off, it was still on. The patient was at 4.40 volts with the lightning bolt, checkmark on program g. It wasn¿t turned off initially. The patient was still feeling something even though the stimulation was just turned off and it was confirmed they had no lightning bolt. The patient checked the status of the stimulation again and then stated it was on again with the lightning bolt. The patient did not turn the stimulation on again with the top button or accidentally. The patient decreased the setting down to 0.0 volts and turned it off again. They had confirmed they had it off with no lightning bolt and also stimulation down to 0.0 volts and saw the lowest parameter screen. The patient cleared the screen and saw their settings again. The patient took the antenna off and turned off the patient programmer screen. The patient called the healthcare provider (hcp), the week prior and they met the manufacturer representative at the meeting the day of the report. The patient was able to turn the stimulation off and down to 0.0 volts at the time of the report. They were still feeling stimulation; had sensation they were experiencing after stimulation was off. The patient thought originally the stimulation was off but it wasn¿t. There was a 50 percent or greater symptom reduction. The event cause was determined and unknown if it was device related or if reprogramming was needed. There was on lead migration and a date for (B)(6) 2015. There were x-rays taken and found that one lead migrated on (B)(6) 2014. There was a revision of the leads. The patient recovered without permanent impairment.

Event description:
Additional information received reported the revision outcome, or cause of the migration was determined to be that the anchor failed. The cause was that the anchor was loose. The anchor tip was not inserted into the fascia.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. They had a second surgery scheduled on (B)(6), 2015 for the wire that became unhooked. There was lead migration. They were waiting for revision to find out the cause of the lead migration. Information has been requested patient outcome which was not reported regarding this event. If additional information is received, a follow-up report will be sent.